Event description:
It was reported that an ilet user experienced hyperglycemia with a reported fingerstick value of 422 mg/dl when the insulin cartridge had come out of the device, leading to interrupted insulin delivery and a missed dose; the user rewound and reinserted the cartridge, verified drops, re-engaged the connector, and filled the cannula, after which glucose trended down from a toward target. Customer care provided support that included recommendation to perform ketone testing. Investigation of this case revealed a leakage/seal and reservoir issue consistent with a cartridge dislodgement that caused a delay to therapy and a missed dose. Symptoms included malaise and nausea associated with hyperglycemia. Outcomes included delay to therapy/treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the reservoir/seal leading to a leak and therapy interruption. Thank you for the timely follow-up that confirmed glucose returned to range after the cartridge was properly reinstalled.